Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with stuck in motor error alarm loop during bolus delivery. The motor was tested outside the device and passed motor test. The motor may have had an intermittent failure that was not detected during testing. The device had minor scratched display window, cracked reservoir tube lip, and cracked battery tube threads.

Event description:
It was reported that the insulin pump alarmed motor error during a prime attempt. The blood glucose reading was 148 mg/dl. No significant events leading to the alarm were observed. Advised replacement of the insulin pump. Nothing further reported.